Manufacturer narrative:
Patient information not provided by reporter. Unknown when reported impactor detached from it's shaft. 510k#: device/impactor f/pfna blade is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported impactor was delivered to the hospital as the one of domestic instrument set product for femoral trochanteric fracture using (B)(6) pfna surgery. When an operation staff lined up these instruments just before the surgery, he found the handle part of the reported impactor, which colored in blue, was detached from its shaft. We have no information how the surgery was proceeded and completed. The surgery was extended for 30 minutes. No adverse consequence was reported. This report is 1 of 1 for (B)(4).